Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. Unit was received with normal operating currents. No unexpected off no power or low battery alarm occurred. The following physical damage was noted: a stripped battery cap at the coin slot area, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at a display window corner and minor scratches on the lcd window.

Event description:
The customer's mother reported via phone call that her son's insulin pump had a crack on the side of the battery chamber. The patient's blood glucose at the time of incident was 508 mg/dl. The customer treated with a bolus. Troubleshooting was initiated for the physical damage and the customer's mother stated that the insulin pump may have been dropped a few times. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.